Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received a questionable low result from coaguchek xs meter serial number (B)(4). The patient went to the doctor due to pain in her leg. There was no allegation that the leg pain or its cause was related to the meter results. At 7:17 pm, the result from the meter was 1.5 inr. The therapeutic range was requested but was not provided. However, this result is below the most common inr ranges. Based on this result, the patient was given lovenox and the warfarin dose was increased. The patient was then immediately tested in a laboratory using a sysmex ca-7000 analyzer and dade innovin reagent. The result was 3.7 inr. Once the laboratory result was obtained, further therapeutic decisions were made based on the laboratory result. There was no allegation of an adverse event. The patient is stable and well. The pain in the patient's leg was attributed to cellulitis and an occluded vein.

Manufacturer narrative:
The patient's therapeutic range is 2.3 inr to 2.6 inr. The patient has the lupus antibody. Per product labeling this may cause false-high inr values and false-low quick values. Where apas are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison.